Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2026-00746 is a duplicate of report 1024879-2026-00737.accordingly, please disregard report 1024879-2026-00746.

Event description:
It was reported prior to using bd vacutainer® sst¿, an unspecified number of tubes had no label. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, an unspecified number of tubes had no label. There was no health impact or consequences reported.